Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery that did not have the required voltage. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The repair for this device cannot be conducted, due to a back order status of a part (battery) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.